Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The hospital nurse reported via phone call that the customer insulin pump had a motor error alarm. The customer¿s blood glucose level was 280 mg/dl at the time of the incident. The nurse stated that the insulin pump stopped working after it has been exposed to CT scan. The nurse stated that the drive support cap was sticking out. The nurse was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.